Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included road traffic accident, thrombophlebitis cerebral vein, multigravida and parity 3. Patient had no allergy to nickel known before placement. On (B)(6) 2010, the patient started essure. In 2016, the patient experienced skin plaque ("plaques on skin after wearing fancy pattern trousers if worn for 3 or 4 days"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure via salpingectomy, hysterectomy). On an unknown date, the patient experienced dizziness ("dizzy spells 15 days after the procedure"). Essure was withdrawn. At the time of the report, the pelvic pain, metrorrhagia, fatigue, skin plaque, allergy to metals and dizziness outcome was unknown. The reporter considered pelvic pain, metrorrhagia, fatigue, skin plaque, allergy to metals and dizziness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was nickel allergy confirmed. On (B)(6) 2010: confirmation test (abdominal plain film) - correct position confirmed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed via salpingectomy and hysterectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, event only started more than 6 years after essure insertion, suggesting that other contributory factors could be involved. However, given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be totally excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included road traffic accident, thrombophlebitis cerebral vein, multigravida from 1997 to 2009 and parity 3 from 1997 to 2009. Patient had no allergy to nickel known before placement. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced skin plaque ("plaques on skin after wearing fancy pattern trousers if worn for 3 or 4 days"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced dizziness ("dizzy spells 15 days after the procedure"). The patient was treated with surgery (removal of essure via salpingectomy, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, fatigue, skin plaque, allergy to metals and dizziness outcome was unknown. The reporter considered allergy to metals, dizziness, fatigue, metrorrhagia, pelvic pain and skin plaque to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy confirmed. On (B)(6) 2010: confirmation test (abdominal plain film) - correct position confirmed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: ptc investigation result was provided. On 21-apr-2017: no response of reporter to final follow-up. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed via salpingectomy and hysterectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, event only started more than 6 years after essure insertion, suggesting that other contributory factors could be involved. However, given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be totally excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect. Further information could not be obtained from the reporter despite attempts.